Event description:
The customer reported that the system displayed an iris error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The iris potentiometer was calibrated. The system was tested and starts up without error but the blade rotation does not work. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.